Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the noisy image, the cause was due to damage to the circuit board unit and damage to the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a noisy image was found. There was no patient involvement.